Event description:
It was reported the patient (B)(6) was unable to establish communication between the ipg and external devices. The patient was without stimulation. The sjm representative met with the patient and confirmed the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced which resolved the reported issue.

Event description:
Follow-up information revealed the patient's therapy has resumed.

Manufacturer narrative:
Results: the complaint for inoperable ipg was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest 2vb and set defaults test failed due to high current. The high current draw was isolated to c56, a capacitor in the voltage regulation circuit. Once c56 capacitor was taken out of circuit, autotest passed all parameters. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.